Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal and after a complete set change. The customer's blood glucose reading was over 600 mg/dl at the time of incident. The customer was advised to change the reservoir and the infusion set and insulin did not exit the tubing. The customer was then advised to change the reservoir and connection and insulin exited the tubing. Troubleshooting advised customer to change the tubing.